Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at approximately 5 years post implant of this aortic bioprosthetic valve, the patient is being e valuated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported to be due to aortic stenosis. Subsequently 11 days later, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as hypo-attenuated leaflet thickening (halt), thrombosis, and a gradient of 58 mmhg. No additional adverse patient effects were reported.